Manufacturer narrative:
Device is used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: the etching on the uss low profile pedicle screw has the wrong height/length. The height/length on the screw is marked 5/40 and it should be 5/55.

Manufacturer narrative:
This device is used for treatment not diagnosis. The investigation has shown that this article doesn't correspond with the specifications. The laser etching on the pedicle screw is marked as 5/40 but should be 5/55. Manufacturing documents were reviewed and no complaint related issues were found.